Manufacturer narrative:
The complaint description states that as the surgeon used the hammer to hit the broach handle to extract the trial the piece from the trial that inserts in the handle snapped. The device associated to the complaint was not returned for analysis. The picture received was reviewed. It is not possible to determine how this damage has occured. No other analysis was possible because neither the batch number nor the x-rays or medical records were provided. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The complaint description states that as the surgeon used the hammer to hit the broach handle to extract the trial the piece from the trial that inserts in the handle snapped. The device associated to the complaint was not returned for analysis. The picture received was reviewed. It is not possible to determine how this damage has occured. No other analysis was possible because the batch number or x-rays or medical records were not provided. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Addendum added 07 april 2017 the complaint was reopened due to the receipt of the product for analysis. The product was manufactured in november 2014. A search into the complaints database was performed, no other similar complaint was reported for the affected product code and lot combination. The stem was reviewed by cpd. The post of the trial was broken off at the point where the diameter was reduced for clamping with the broach handle. Only the main portion of the stem was returned for review. The broken post was not submitted. No material defects were noted by metallurgy. No other product deficiency is noted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
We then trialed a size 16mm trial revision stem. It was extremely difficult for the trial stem to be extracted. As the surgeon used the hammer to hit the broach handle to extract the trial the piece from the trial that inserts in the handle snapped. The trial was stuck and could not be extracted at all using the broach handle nor various vice grip pliers or slap hammers. After attempting this for some time the surgeon decided to do a femoral osteotomy in order to open up the femur to get the trial out. This added another hour to the procedure.

Manufacturer narrative:
Device available for evaluation. The investigation has been reopened due to receiving product for evaluation. Depuy will notify the FDA when the investigation is complete.